Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent right transfemoral tavr. As reported, the 1st sapien 3 ultra resilia valve was inserted into the 16fr esheath+ and met greater than normal push forces going into the distal ao from the common iliac. It was decided to remove the valve and insert a new one. The 29mm commander delivery system was pulled back through the sheath trapping the first valve in the sheath the esheath and was subsequently removed. A new esheath was placed. The second 29mm sapien 3 ultra resilia valve and 29mm delivery system were flushed with propofol, prepped and crimped in the standard fashion and the physicians exchange for stiffer wire through the access site into the ventricle. Push forces were greater than expected again, and the physician was unable to advance the valve through the esheath. As the physician went to remove the sheath and the delivery system as a unit as previously instructed, resistance was met pulling the sheath back out of the body. The physician stopped vascular surgery was consulted, and they performed a cut down to remove the delivery system, sheath and valve. The valve exited through the body of the expandable portion of the esheath. A 22 french gore sheath was placed and a 3rd 29mm sapien 3 valve was deployed with a good result. The perceived root cause of the event, as reported, was calcium and vessel tortuosity.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis . Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturi ng nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint of valve frame damage was confirmed based on imager y provided. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported ''the second 29mm sapien 3 ultra resilia valve and 29mm delivery system were flushed with propofol, prepped and crimped in the standard fashion and the physicians exchange for stiffer wire through the access site into the ventricle. Push forces were greater than expected again, and the physician was unable to advance the valve through the esheath'' and ''the perceived root cause, as reported, was calcium and vessel tortuosity''. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.